Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the tx30g device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: the surgeon reported that the stapler was not fired by the surgeon. There were no staples found on the patient's tissue. The surgeon believes that the cartridge was empty (did not contain reloads in the first place). The surgeon reported that after the surgery, the patient had an anastomotic leak which is suspected due to extensive tissue handling during the stapling. The patient was managed conservatively and recovered well. Additional information was requested and the following was obtained: please clarify if the device was fired (meaning the trigger was advanced) and no staples were deployed? Or if the device was not fired at all and it was noticed that the cartridge reload did not contain staples? Please confirm when the anastomotic leak was found. Was the leak found after the initial surgical procedure had been completed? If yes, how was the leak identified? How was the leak managed conservatively? Please provide detail of how the leak was managed. Has the surgeon requested for any further support or information from jnj for this complaint? Two surgeons operated on the patient. Per the first surgeon, we did fire the stapler but unable to fire it. Did not find any staples on patient tissue but not sure if the cartridge was empty or not. It was a new stapler directly from box. The leak happened 1 week after the surgery. The patient presented with sepsis and confirmed leak by CT abdomen pelvis with rectal contrast. He was treated with antibiotics and rectal drainage. Per the second surgeon: the device did not fire after clamping. Numerous attempts done to fire but the handle did not budge. Finally had to perform the transection using a different device. Anastomotic leak noted during early post operative period during the same admission. Patient developed fever and tachycardia and passed pus per anal - initially large amount and then slowly reduced amount. Leak was confirmed on repeat cect abdomen and pelvis, treated non-operatively with antibiotics. Septic parameters subsequently improved and patient was discharged home. These are the events as I remembered but I might be mistaken as I am now purely recalling from memory. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the surgeon able to complete the firing of the firing trigger plastic to plastic? Is the customer alleging that the device was unable to fired or that there were no staples in the cartridge? Was the procedure completed with contour or echelon flex? What is the current status of the patient?

Event description:
It was reported that during a colon resection procedure, the surgeon opened the package of a new device. Approximated specimen and tried firing. The handle did not move and stapler did not fire. Proceeded to open a contour curved stapler. Case was concluded without complications to the patient. The sale rep was not present.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the surgeon able to complete the firing of the firing trigger plastic to plastic? The device was approximated but the firing trigger was unable to close. Is the customer alleging that the device was unable to fired or that there were no staples in the cartridge? Unable to fire. They have no idea whether there is staples in cartridge or not. But there were none present on patient¿s tissue. Was the procedure completed with contour or echelon flex? Completed with echelon flex 60. What is the current status of the patient? Patient condition has improved and was discharged home.

Manufacturer narrative:
(B)(4). Updated device evaluation: the analysis results showed that the tx30g device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system, in addition, at finished goods the cartridges are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.